Event description:
The customer's son reported inaccurately low blood glucose readings with test strips, lot #1m507b. The customer's home nurse performed several blood glucose tests and the results were in the 10/20 mg/dl range. She did not believe these readings to be correct, so she performed a normal control solution test. The result was out of range on the low end (no specific result available). The contact stated that he thinks the normal control solution test result was really low, 8 or 10 mg/dl. The nurse also performed a check strip test and the result was in range (no specific result available). The desiccant is in the bottle of device. The customer stores the test strips in her living room. Because the contact does not usually perform his mother's blood glucose tests, he did not feel comfortable performing any control tests with the co's representative.